Manufacturer narrative:
Results: the pet lock was separated on the proximal end of the pod10 pusher assembly. The pull wire was retracted, and the embolization coil was detached from the distal detachment tip (ddt). The proximal constraint sphere was intact with the embolization coil and the embolization coil was undamaged. Conclusions: evaluation of the returned lantern confirmed ovalizations on its distal shaft and revealed kinks near the ovalizations. If the peel away introducer sheath is not properly used while advancing the device into a parent catheter, damages such as ovalizations and kinks may occur. Evaluation of the returned pod10 confirmed that the pet lock was separated on the proximal end of the pusher assembly and embolization coil was detached from the ddt. Based on the complaint, these damages were likely accidental and likely occurred due to pulling the pull wire during removal of the pod10 from the lantern. The reported complaint indicated that the resistance was encounter inside the lantern while advancing the device. The lantern used in the procedure was not returned for evaluation; therefore, the root cause of the reported resistance could not be confirmed. Evaluation of the returned pod10 confirmed a kink and revealed a fracture near the kink. If the device is forcefully advanced against resistance, the pusher assembly may become kinked. If the kinked pusher assembly is further manipulated, the kink may become fractured. The lantern used in the procedure was not returned for evaluation; therefore, the root cause of the initial resistance could not be confirmed. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the cause of the resistance experienced during the procedure. This report is associated with MFR report numbers: 3005168196-2019-01125, 3005168196-2019-01127, 3005168196-2019-01128. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2019-01125, 3005168196-2019-01127, 3005168196-2019-01128.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod10¿s and a lantern delivery microcatheter (lantern). During the procedure, while attempting to advance a lantern, it became stuck at the hub of a non-penumbra angiographic catheter. Therefore, the physician removed the lantern and found it to be ovalized in multiple places from the distal tip. Next, while attempting to advance a pod10 through a new lantern, the physician felt resistance in the middle of the microcatheter and, therefore, it was retracted. While retracting the pod10, the physician accidently pulled on the pusher wire and the pod10 unintentionally detached inside of the lantern. Therefore, the lantern was removed containing the pod10 and was successfully flushed out the coil. The physician introduced the same lantern and attempted to advance a new pod10; however, the same resistance issue occurred in the middle of the microcatheter and, consequently, the pusher assembly became kinked. Therefore, the pod10 was removed. The physician then felt resistance while attempting to advance a third pod10 through the same second lantern; however, the physician was able to reduce resistance by withdrawing the introducer sheath and successfully placed the pod10 in the target vessel. The procedure was completed using two additional pod coils with the same angiographic catheter and microcatheter. There was no report of an adverse effect to the patient.